Event description:
Pt reported that his infusion set tubing broke away from the luer lock. The pt's blood glucose elevated to (250 mg/dl). The pt changed his tubing and took an insulin injection to correct his blood glucose level.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.